Manufacturer narrative:
Investigation results: device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the rotapro atherectomy system was returned for analysis. Visual inspection, wire insertion and destructive testing was completed. Inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the collet was corroded, indicating the presence of dried saline within the device. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be inserted and passed through the burr catheter and entered the advancer with no issue or irregularity; however, the wire failed to exit the advancer due to the nature of the returned collet. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the DHR, device analysis, and the reported complaint, the most probable cause for the complaint and confirmed damage were considered adverse event related to procedure. Product analysis could not confirm the reported event, as the brake collet was corroded. The test rotawire failed to exit the advancer during device analysis due to the corroded collet, and no other damages or defects within the device were identified during destructive testing, and clinical circumstances were not able to be replicated. The collet was found during analysis to be corroded indicating the presence of dried saline within the device which is caused by the drying of the saline infusion that had been used during the procedure. The drying of saline occurs after device use, during transit to cis. Therefore, the dried saline in the device is not considered to be related to the reported event that was encountered during the procedure, but it is a factor of procedural use. As a review of the device history record [DHR] shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation; with successful draw testing, it was considered likely that the reported events occurred due to factors encountered during the procedure which can include device to device interaction. H6-device codes: corrected.

Event description:
It was reported that the burr caused a wire detachment. The 75 to 90% stenosed and 30 to 40mm long target lesion was located in the moderately tortuous and severely calcified left circumflex, with a diameter of 2.00 - 2.5 mm. A 1.50mm rotapro and rotawire drive were selected for use. After 4 ablations at 180,000 rpm for 10 seconds each, the wire separated approximately 2 cm from the tip. Per the physician, the wire was inserted deep into the periphery and might have become trapped. Rotational load applied to the trapped wire from the burr could have caused the spring section to stretch and separate. During attempted removal of the burr in dynaglide mode, the wire exhibited erratic movements outside of the body. The burr and wire were ultimately recovered as a single unit. The detached segment remained in the body, and no additional treatment was performed to recover it as the fragment was located in a small peripheral vessel and could not be confirmed with intravascular ultrasound or angiography. The procedure was completed and the patient was in good condition.

Event description:
It was reported that the burr caused a wire detachment and brake issues occurred. The 75 - 90% stenosed and 30 - 40mm long target lesion was located in the moderately tortuous and severely calcified left circumflex, with a diameter of 2.00 - 2.50 mm. A 1.50mm rotapro and rotawire drive were selected for use. After 4 ablations at 180,000 rpm for 10 seconds each, the wire separated approximately 2 cm from the tip. Per the physician, the wire was inserted deep into the periphery and might have become trapped. Rotational load applied to the trapped wire from the burr could have caused the spring section to stretch and separate. During attempted removal of the burr in dynaglide mode, the wire exhibited erratic movements outside of the body. The burr and wire were ultimately recovered as a single unit. The detached segment remained in the body, and no additional treatment was performed to recover it as the fragment was located in a small peripheral vessel and could not be confirmed with intravascular ultrasound or angiography. The procedure was completed and the patient was in good condition.